Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre-dilation. However, during first inflation at 8 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with different device. There were no patient complications nor injuries reported.